Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was an aspiration failure during phacoemulsification phase of a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in e.1., e.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the thirteenth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria were met. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications and aspiration pressure met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).